Event description:
The patient presented in-clinic after receiving inappropriate shocks due to p-wave oversensing. X-ray imaging revealed the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.